Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor as compared to a competitor brand meter. On (B)(6) 2020, the customer lost consciousness and fell. Emergency services were called, and the customer was taken to the hospital where he was treated with unspecified infusion to raise his blood glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor as compared to a competitor brand meter. On (B)(6) 2020, the customer lost consciousness and fell. Emergency services were called, and the customer was taken to the hospital where he was treated with unspecified infusion to raise his blood glucose. There was no report of death or permanent injury associated with this event.